Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a different model and effective therapy was restored post-operatively.